Event description:
During (B)(6) 2012 follow-up, none of (B)(4) data (i.e. Patient follow-up data stored in device memory) were available. Statistics were available. An explantation is requested.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.